Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse observed red blood cells on top of the gel and residual anticoagulant at the bottom of the tube. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated the discordant, falsely elevated result was due to sample integrity. Upon follow-up, the customer stated no additional discordant results were obtained. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s), as it did not match the patient¿s clinical history. The sample was repeated on the same instrument and an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.